Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the pyxis system was down and did not turn back on. The device was able to power back on after the customer had powered it down for an hour. The root cause of the power failure was identified as a faulty drawer controller in half height drawer 5.2. A field service engineer replaced the pmc (pyxis module controller) board and the drawer controller, updated the storage location, and ran a hardware test application test. The pharmacy technician was able to access drawer 5.1 and 5.2 via inventory successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was down and not turning back on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.